Manufacturer narrative:
Sample information was not provided. On (B)(6) 2011, the customer had noticed that all qc results using rf reagent lot (B)(4) were above the established mean. A normal patient study was done. All of the results on samples from normal patients were >20.0 iu/ml. The customer has discontinued running samples for rf on this analyzer. Service was not requested. The cause has been identified as reagent related. This is a reagent issue.

Event description:
A customer contacted beckman coulter inc (bec) to report receiving high rheumatoid factors (rf) results >20 iu/ml generated by the unicel dxc800p during a normal patient study. The rf reference cutoff is 20 iu/ml. It is expected that 95% of patient results will be <20 iu/ml. On (B)(6) 2011, rf reagent lot m010568 was loaded for the first time on the dxc800 analyzer. The first two attempts to calibrate the unit failed due to calculation/math error. The third attempt to calibrate passed; hence patient samples were run. Immuno qc lot 52373 shifted high when reagent low (B)(4) was loaded. On (B)(6) 2011, the customer noted all qc results using the rf reagent lot (B)(4) were above the established mean. A normal patient study was performed and all of the results on samples from normal patients were >20.0 iu/ml. The study results are provided. No erroneous results were submitted out of the laboratory. The high rf results were from a normal patient study, hence no patient treatment was impacted by this event.